Event description:
It was reported they found something red on the compress in the set. They didn't use it but threw it away. Dirt on the compress in the set. Incident occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.